Manufacturer narrative:
A ge service representative performed an onsite investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly were evaluated and reseated. The system software and calibration files were also reloaded as part of the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.